Event description:
A therapeutic urological stent was placed and in the pt for two weeks. When the doctor went to remove the stent, part of it detached in the pt and was then removed through an endoscope.